Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the bipolar forceps was inserted into a different electric knife. The knife automatically started even the footswitch was not step on. The patient's gut was scalded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the bipolar forceps was inserted into a different electric knife. The knife automatically started even the footswitch was not step on. The patient's gut was scalded. No further information available at this time.